Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: the angio-seal device did not advance into the patient; and a second device was opened and it worked fine.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the codes. The codes were unable to be selected when follow up no. 1 report was submitted, the codes are now available and have been selected.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One angioseal 6fr arteriotomy locator and hemostatic sheath were returned for evaluation. No other components were returned. The returned components were subjected to visual analysis where a blood like substance was found on the returned device. The arteriotomy locator and hemostatic sheath were returned properly mated. There was a noted bulging at the blood inlet hole of the hemostatic sheath as though the sheath had buckled under the force the user applied to overcome the resistance to insertion. The outer diameter of the hemostatic sheath measured to be 0.1165" and confirmed to meet manufacturer specification. The outer diameter of the arteriotomy locator at the interface was measured to be and 0.0911" and confirmed to meet manufacturer specification. Functional testing was performed by inserting the device into a 6fr vessel model. When the device was at an obtuse angle resistance was felt and the device could not be inserted into the vessel artery when the angle was made more acute the device could easily be inserted into the vessel model. Based on the functional testing performed the device could not be confirmed for insertion difficulties as the device could be inserted into a 6fr vessel model and the outer dieter of the hemostatic sheath met manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.